Manufacturer narrative:
H3: product ID 97715 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after an adjustment to the spinal cord stimulator (scs), the patient experienced overstimulation, chest discomfort, sexual dysfunction, and a return of pain in the legs and feet, resulting in a loss of previous pain relief. The chest discomfort resolved after the stimulator was turned off for one month as instructed by the physician, but sexual dysfunction persisted and pain relief was not restored. Updated x-ray imaging was performed to check for lead migration, with no migration found. Device interrogation showed normal connections and impedances, and coverage was attainable in all pain areas. During mapping, the patient denied paresthesia in the pelvic and reproductive areas. The patient requested removal of the scs. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received; it was reported that explant was not planned or scheduled at this time. The patient's hcp wanted the patient to try new programs that were provided last week before making the decision to explant. Explanted devices were returned to manufacturer.

Manufacturer narrative:
Continuation of d10: product ID: 97791, serial# unknown, product type: accessory. Product ID: 97791, serial# unknown, product type: accessory. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G3: corrected notified date of the reportable information from 10/17/2025 to 10/16/2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.